Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderate tortuous and calcified left anterior descending artery. Ablation was done with rotational atherectomy. A 2.25 x 12 mm promus element plus stent was selected and advanced to treat the target lesion; however, it was unable to cross the lesion. The device was removed and it was noted that stent strut was damaged. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderate tortuous and calcified left anterior descending artery. Ablation was done with rotational atherectomy. A 2.25 x 12 mm promus element plus stent was selected and advanced to treat the target lesion; however, it was unable to cross the lesion. The device was removed and it was noted that stent strut was damaged. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination of the device found proximal stent strut damage, a number of struts had been back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).